Manufacturer narrative:
The reported device has not yet been returned. An investigation will be carried out and a supplemental report will be submitted upon completion of the investigation. Manufacturer's reference #: (B)(4).

Event description:
On 03/16/2026, it was reported by (B)(6) from (B)(6) that the button of a daybreak device broke while in the 42 year old, male patient's mouth. The patient began using the device on (B)(6) 2025 and stopped using the device on (B)(6) 2026. There was no harm caused to the patient. No outside clinical evaluation was sought.